Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks which leads to therapy exhaustion. The therapy zones of the device was programmed at 170 beats per minute (bpm) for the ventricular tachycardia (vt) zone, and ventricular fibrillation (vf) zone was at 200 bpm. The episode was noted to be in the vf zone, and it looks like it was atrial driven as the atrial and the ventricular rate were proportional in a 1:1 ratio, and is very fast. The rhythm however, is not atrial fibrillation (af), which may also be an atrial flutter. The therapy was exhausted but the rhythm was not converted. Moreover, this patient had chest pain before receiving a shock. Additional information was received from the field representative who reported that the atrial flutter was not confirmed, that there were no reported patient injury or complications and that the reported symptoms were not device related. This crt-d remains in service. No adverse patient effects were reported.